Manufacturer narrative:
¿Breast implant-associated anaplastic large cell lymphoma, an under-recognised entity.¿ gunawardana, ruvini thashila; dessauvagie, benjamin f; yaylor, donna b; journal of medical imaging and radiation oncology, doi:10.1111/1754-9485.12905. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation: lymphoma alcl. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Through journal article ¿breast implant-associated anaplastic large cell lymphoma, an under-recognised entity¿ physician reported left side lymphoma alcl, increasing size of breast, and ¿peri-implant effusion with increased fdg uptake (on pet/CT).¿ the device status is unknown.